Event description:
The patient reported she put her controller to charge while she was taking a shower and when she returned to take the controller off, the cable melted into the charging port of the controller. No injuries occurred due to the thermal event.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported the reported thermal event until after the investigation is complete. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The case description states that the cable melted into the charging port of the controller. Only the op5 controller was returned for investigation. The case description states that the supplied charger was being used. Thermal damage to the controller was confirmed. A piece of the charging cable was observed to be lodged and melted inside the charging port. No download data was obtained as the device was not plugged in due to the thermal damage observed. Cloud logs were not uploaded by the user. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The cable was removed from the port and thermal damage was observed to the charging port of the controller with fibers observed and more thermal damage was observed to the cable. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.